Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the patient's severely calcified aortic valve involving all cusps could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our united kingdom affiliates, during implant of a case of a 26 mm sapien 3 ultra resilia in the aortic position by transfemoral artery approach, an annular rupture occurred at valve deployment. The valve was deployed at -1 ml in a 90/10 position as intended, and the patient experienced immediate back pain with no drop in blood pressure. An annular rupture was not observed under fluoroscopy, and the procedure was completed with the patient being transferred to recovery. Approximately 30 minutes later, the patient developed a systolic blood pressure of 70 mmhg and ECG changes consistent with left main issues and was brought back to the lab. Non-selective angiography demonstrated a small, contained rupture at the height of the left coronary filling around the left main and right atrium, causing a small amount of compression of the left main. The team elected to manage the event conservatively without drainage. There was mild para-valvular leak post-deployment, likely caused by calcium in the leaflets/annulus. There were no actions taken as there was no gradient across the valve and the perceived rupture risk of post-dilating. The patient remained stable and was discharged home on post op day 5.